Manufacturer narrative:
Product ID 3998, lot# v001559, implanted: 2005 (B)(6); product type lead product ID 3708340, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4).

Event description:
Additional information received from the manufacturer representative reported that the implantable neurostimulator (ins) was replaced due to normal battery depletion.

Event description:
It was reported that there would be a revision 2014 (B)(6). The reporter did not know anything about the case, the reason for the replacement implantable neurostimulator (ins), or anything about the patient. It was noted that the reporter had never met the patient. It was noted that the patient had the implant for over eight years. It was later reported that the patient was doing great receiving optimum coverage, stimulation and therapy. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).